Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patients ipg failed to communicate with external devices prior to lead revision ( reference #: 3006705815-2018-03502 and "refernce" #: 3006705815-2018-03501). Reportedly, the patient underwent two unrelated procedures wherein the ipg was not place into surgery mode. In turn, the ipg was deemed inoperable. The patient underwent surgical intervention wherein the ipg was explanted and replaced. Therapy resumed post procedure.